Manufacturer narrative:
Pump passed the occlusion test. The sc1 cap locks properly into the reservoir compartment. The test reservoir with the test infusion set fits and removes properly from the reservoir compartment. No stuck bottom of the test reservoir during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The following were noted during visual inspection: pillowing keypad overlay, cracked select, up, down, left and right button keypad overlay and scratched case. Cosmetic damage at the reservoir compartment was not confirmed, however, other cosmetic damage was noted. Customer alleged not confirmed for stuck bottom of the reservoir. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged part of the reservoir got stuck in the pump. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1885 was requested and customer response was the device will be returned.